Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event is estimated. The additional device referenced in b5 is filed under a separate medwatch report number. On (B)(6) 2024, abbott vascular determined that a field action was required for specific lots of ppak 20/30 w/copilot product. The product associated with this complaint is from the impacted population.

Event description:
It was reported that during preparation of the indeflator and pulling negative pressure, it pulls air in, indicating a leak. The same issue occurred with another indeflator. An unspecified device was used in replacement. There was no patient involvement and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed an indication of a product quality issue. Additionally, a review of the complaint handling database identified similar incidents from this lot. The investigation determined the reported difficulties appear to be a potential product quality issue. On october 24th, 2024, abbott vascular determined that a field safety corrective action is required for specific lots of 20/30 priority pack with copilot, 20/30 indeflator, priority pack 20/30 w/115 rhv, and ppak 20/30 with rhv. This action is being taken due to an increased potential for a leak in the indeflator under pressure or vacuum due to a gap in the hose snap fitting and o-rings from a specific supplier. D9: device available for evaluation corrected from yes to no